Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the hospital for damage to the driveline. The patient stated that the pump had been off for several hours. An arteriogram was performed, and then the modular cable was exchanged. Following the modular cable exchange, the controller and ventricular assist device (vad) were able to be restarted. Review of the patient's log files showed that the pump had stopped at some point on (B)(6) 2022 between the time of 12:36:01 and 13:36:01. The log captured a controller internal fault and that the controller's fuses were open. When the controller was turned on following the modular cable exchange the system controller read "replace system controller" so the system controller was also exchanged. While the pump was off the patient experienced symptoms of shortness of breath, an altered mental status, and chest pain. There was visible damage to both the modular cable and the system controller. The patient had damaged their equipment on accident, however an exact cause was not known. Related MFR # of the modular cable: 2916596-2022-12752. Related MFR # of the system controller: 2916596-2022-12261.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a pump stop event that appeared to be associated with mechanical damage to the modular cable which was reported and confirmed through the modular cable investigation ( MFR#: 2916596-2022-12752). The submitted system controller event log files confirmed that the pump was off for at least approximately 6.5 hours on 10jul2022. Alarms and fault flags which appeared consistent with damage to the driveline were observed throughout the files. The submitted system controller periodic log files captured the pump operating as intended at the set speed prior to the pump stop. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.